Manufacturer narrative:
Citation: ali bg. Successful implantation of self-expanding valve for a failed stentless prosthesis. Journal of cardiac surgery. 2020. Doi: 10.1111/jocs.14520. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 77-year-old male patient with a medical history of severe aortic stenosis, endocarditis, gastric hemorrhage, and cerebral vascular accident who underwent implant of a 23mm medtronic freestyle bioprosthetic root replacement 11 years prior. No serial numbers were provided. The patient presented with shortness of breath, a 15% ejection fraction, and severe pulmonary hypertension secondary to severe aortic insufficiency. A 29mm medtronic evolut r transcatheter valve was implanted valve-in-valve. Following the implant of the transcatheter valve, mild central regurgitation and a mild paravalvular leak were observed on transesophageal echocardiogram (tee). No additional adverse patient effects or product performance issues were reported.